Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse ran service methods for sample probe 3 (s3) mixer. The cse found the mixer to be defective and replaced it. The cse aligned s3, ran check 1, and reset the instrument. The cse repeated service methods for s3, reagent probe 5 (r5) probes and mixers, resulting acceptable. The cse then ran quality controls, which resulted within range. The cause of the discordant, falsely low calcium results on three patient samples is related to a s3 mixer malfunction. The instrument is running according to specifications. No further evaluation of the device is required

Event description:
Discordant, falsely low calcium (ca) results were obtained on three patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.